Event description:
The mapping catheter subsequently tested out of specification per the manufacturer's investigation.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 223318669 was returned and analyzed. Visual inspection was performed and the loop segment section showed the loop was kinked and twisted. In conclusion, the mapping catheter failed the return product inspection due to a kink/twist at the tip/loop of the pebax tubing. If information is provided in the future, a supplemental report will be issued.